Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that surgical intervention was undertaken on 11 sep 2020 wherein the ipg was replaced and the lead tail was explanted and replaced with a new lead. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-02059. It was reported that patient experienced infection at the ipg site. Patient was treated with antibiotics. Surgical intervention was undertaken on (B)(6) 2020, wherein the ipg was explanted but the lead tail was cut but left implanted.